Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated, surgical intervention took place on (B)(6) 2024, where in the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy and uncomfortable stimulation. As a result, surgical intervention may take place at a later date to address the issue.